Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported infection and hospitalization. No lot qualification records or sterility records were reviewed, as a product lot number was not provided. The omnipod user guide advises "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat." It cautions "if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider."

Event description:
The patient's mother reported that her son was hospitalized for an infection at the infusion site. He went to the emergency room at 11:00 pm and was given antibiotics. He then developed a fever and red streaks on his leg, so he was admitted to the hospital, where he was kept overnight and given additional antibiotics. The mother did not have any further information and did not know the lot and sequence number of the pod. She was also unsure if her son still had the pod.